Event description:
A customer contacted beckman coulter, inc. (Bci) regarding a falsely elevated troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system. A patient sample was tested for accu tni and a result of 3.4ng/ml was obtained. The result was reproducible and did not correlate with the patient's clinical presentation. The customer did not perform additional testing for this sample as the doctor had made decision to send the patient home per the patient's total clinical history. No report of death, injury, or change to patient treatment has been reported to date in association with this event.

Manufacturer narrative:
Per customer, qc has shifted up. Upon review of the qc data, the customer's qc results were similar to their peers. Customer ran a system check in 2008 and results were within specifications with increased wash % cvs. Sample pre-analytical handling information was not provided. Based on available information, customer has received a letter from bci regarding reproducible false elevated accu tni result; however, did not perform additional testing. A field service engineer (fse) was not dispatched for this event. The sample is unavailable for further testing. Patient treatment was not affected in this event. On a recur event, additional testing may not have been performed and an elevated accu tni result above the ami cut-off value of 0.50ng/ml could potentially contribute to treatment decisions. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.